Event description:
It was reported during the implant attempt that there was a bend or kink on the proximal portion of the lead. A different lead was used. No patient complications were reported as a result of this event. It was reported during the implant attempt of the right ventricular lead, the stylet was not able to be inserted all the way down the lead, and upon further inspection, it was noted that there was a bend or kink on the proximal portion of the lead. A different lead was used. No patient complications were reported as a result of this event.

Event description:
It was reported during the implant attempt of the right ventricular lead, the stylet was not able to be inserted all the way down the lead, and upon further inspection, it was noted that there was a bend or kink on the proximal portion of the lead. A different lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the connector pin bent. It was noted that the lead appeared damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the connector pin bent. It was noted that the lead appeared damaged at implant.